Manufacturer narrative:
Device evaluation: visual analysis identified red particle material on the shell, an opening on anterior side, and white biological tissue. Additional, changed, and/or corrected data: b.6., d.7., g.3., h.6.

Event description:
Patient reported left side "deflation" of a silicone device and "concern with the product". Patient additionally reported "suspected rupture, pain in breast, breast feels harder", "intracapsular silicone with trace fluid measuring 2ml in volume", and "speckled fluid droplets seen in left implant." Device has been explanted.

Manufacturer narrative:
The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "suspected rupture, pain in breast, breast feels harder", "intracapsular silicone with trace fluid measuring 2ml in volume", and "speckled fluid droplets seen in left implant."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "deflation" of a silicone device. Device remains implanted.